Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement. The lv was explanted and replaced. No patient complicati ons have been reported as a result of this event.